Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing an anchor device on (B)(6) 2011. During the procedure, the surgeon seated the anchor in the bone and the tip disconnected from the body of the anchor. The surgeon removed the anchor and sutures, but the tip remained in the humerus and is retained by the patient. The surgeon prepared a new hole and used another anchor successfully to complete the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Evaluation of the returned component confirmed the tip to be missing from the anchor body. There is evidence to suggest the anchor's distal hex tip was forced in the proximal hex hole 60 degrees out of rotation, causing the damage. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).